Event description:
A customer reported receiving readings that they perceived to be high and based on those readings would take insulin as treatment, causing their blood glucose level to go very low. As a result, the customer experienced sweating profusely, confused, troubled breathing, seizure, and a loss of consciousness. Customer was unable to self-treat and received unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The customer reported this event occurred twice, this report covers 1 of 2 events. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving readings that they perceived to be high and based on those readings would take insulin as treatment, causing their blood glucose level to go very low. As a result, the customer experienced sweating profusely, confused, troubled breathing, seizure, and a loss of consciousness. Customer was unable to self-treat and received unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event.